Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Unable to perform complaint lot history check for breaks off during use due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe, breaks off during use) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using 3 ml bd integra¿ retracting safety syringe the needle broke off inside consumer's leg. An x-ray was preformed and a surgery was recommended. The following information was provided by the initial reporter:   it was reported by the consumer the needle broke off in leg during the injection.   Verbatim: stated, surgery was mentioned to try to locate needle but he's too busy to have that done. Stated, he can feel the needle when he touches the injection site. Stated, he went to get an xray done. Stated, xray did not locate needle stated, area where needle broke off is painful. Lot: 1004210 catalog: 305270 date of event: (B)(6) 2022 consumer stated he needed emergent help.

Manufacturer narrative:
H6: investigation summary one photo was received and evaluated. The photo displayed two 3ml integra syringes with needle next to each other. The syringe on the right was not activated and did not appear to have any visible defects. The syringe on the left appeared to have much of its printed scale missing however it was unclear if customer handling led to this. The syringe was activated, and the needle was not visible as evidenced by the plunger being fully depressed which indicates that the needle likely retracted back into the syringe barrel per product design. No defects could be confirmed through photo evaluation. This product has a retractable needle design. The metal cannula of the needle retracts into the inner plunger rod for safety when the inner plunger rod is depressed fully. H3 other text : see h10.

Event description:
It was reported while using 3 ml bd integra¿ retracting safety syringe the needle broke off inside consumer's leg. An x-ray was preformed and a surgery was recommended. The following information was provided by the initial reporter:   it was reported by the consumer the needle broke off in leg during the injection.   Verbatim: stated, surgery was mentioned to try to locate needle but he's too busy to have that done. Stated, he can feel the needle when he touches the injection site. Stated, he went to get an xray done. Stated, xray did not locate needle. Stated, area where needle broke off is painful. Lot: 1004210; catalog: 305270; date of event: 2022-01-08; consumer stated he needed emergent help.